Manufacturer narrative:
Received one device. Visual inspection found no physical damage to the device. Performed functional test, the reported problem was not confirmed. The root cause of the event was unable to be identified because no reported problem was observed during the voltage check. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that a voltage drop alarm occurred. The battery compartment came loose. This occurred during priming. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.